Manufacturer narrative:
Evaluation summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert (lia) was triggered due to elevated sensing integrity counter (sic) and high rate non-sustained oversensing. A lead revision was attempted but venogram showed an occluded vein. The patient was to be sent home but before the patient left the hospital the device began to tone, with undefined high pacing impedance, noise, and a possible lead fracture noted. Detections were programmed off, and a few days later the lead was explanted and replaced. No patient complications have been reported as a result of this event.